Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found the vent line at feed-through fitting ff156 was leaking cleaner during shutdown due to diff/retic waste chamber (vc26) fittings that were dirty. He cleaned vc26 fittings and replaced the choke coming off of vl53d to resolve the reported issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 2ml from the rear of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was troubleshooting differential vote outs (non-numeric results) at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, protective eyewear and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found the vent line at feed-through fitting ff156 was leaking cleaner during shutdown due to diff/retic waste chamber (vc26) fittings that were dirty. He cleaned vc26 fittings and replaced the choke coming off of vl53d to resolve the reported issues. The repairs were verified per established service procedures. (B)(4). Update 09/21/2016: there was a typographical error in the internal identifier provided above in the initial report; the error has been corrected above in this follow-up report.

Event description:
The customer reported a fluid leak of approximately 2ml from the rear of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was troubleshooting differential vote outs (non-numeric results) at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, protective eyewear and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.